Manufacturer narrative:
(B)(4). Batch # p55v2f. Device analysis: the analysis results found that the pph03 device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as no malformed staples were noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformance's were identified. Attempts are being made to obtain the following additional information: can you please clarify how the surgeon completed the procedure? Was the post-operative care of the patient changed due to the issue that occurred? How much blood loss was there? Were any blood products required? To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a hemorrhoidectomy procedure, the pph03 stapler fired and upon inspection found that staples haven't completely formed at the place resulted in bleeding and surgeon completed. There was no patient consequence reported.